Manufacturer narrative:
Product complaint #: (B)(4). Additional information: patient code: not applicable (3189) used to capture medical device removal. Additional. Patient code: necrosis. Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore no DHR (device history record) review for this individual asr component will be carried out at this point in time. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation to determine root cause was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
"Literature article entitled, ¿the inflammatory phenotype in failed metal-on-metal hip arthroplasty correlates with blood metal concentrations¿ by erja-leena paukkeri, et al, published by plos one (2016), vol. 11, no. 5, 13 pages, doi:10.1371/journal.pone.015512, was reviewed. In the present study, the authors aimed to have another approach to investigate and understand the cell types and mechanisms involved in armd by utilizing flow cytometry to further characterize the tissue reaction in failed mom implants using tissue obtained from asr revisions as an example. Implanted products: there were 4 asr resurfacing systems and 12 asr-xl systems studied in this article. Results: each of the 16 implants studied was revised. The revisions were divided into 1) revised due to pseudotumor, 2) revised due to elevated blood metal ions, and 3) revised due to unspecified ¿symptoms¿ that included pain, joint instability, and/or decreased joint range of motion. Every patient in the study had intraoperative confirmation of pseudotumor, soft tissue necrosis, and armd. The authors confirm that each patient had histologically confirmed elevated inflammatory markers, but there were no cases of infection identified. This complaint captures 16 total patients labeled cases 1-case 16 on the guidance sheet. Each case identifies the specific implant and associated events. Please link all related pcs to this parent pc-(B)(4)." A (B)(6) yo male with asr-xl implant. Revised 39 months after index hra due to due to elevated blood metal ions- co. 10.5 ppb and cr. 3.3 ppb, pseudotumor, and "symptoms" including pain, joint instability, decreased joint range of motion, and/or joint noise. Pseudotumor, armd, and soft tissue necrosis confirmed intraoperatively.